Manufacturer narrative:
B2: the date of death was asked but unknown; however, an estimated date was utilized based on the date of the report received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively to a cryo ablation procedure, the patient returned to the hospital and was diagnosed with an esophageal fistula. Interventions were attempted; however, the patient expired due to the esophageal fistula. It was reported that the temperatures were not abnormally cold and that there were no indications of a patient issue during or immediately following the procedure. It was surmised that the cryo ablation procedure contributed to the fistula.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed 16 applications were performed with afapro28 balloon catheter with lot 117697. The patient file did not show any system notice on the reported date of the event. The console output data (pressure, preset pressure and flow) showed pressure was tracking, preset pressure and flow readings were as expected. In conclusion, the reported clinical issue (esophageal fistula) cannot be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.